Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was no hardware failed. The field service engineer reseated the retractor cables, the pixie bus cables, the sensor, cables, and latch cable for drawers 2.1 and 2.2 to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis anesthesia es system drawer was failed when user was trying to retrieve medication to patient. However, there were no adverse events or injuries reported based on this event.